Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis found normal characteristics on the returned portion of the lead. A complete investigation could not be performed since the entire lead was not returned.

Event description:
It was reported that the lead exhibited loss of capture and high output, due to dislodgement. The lead was explanted.